Event description:
Related manufacturer number: 2017865-2021-36482. The patient presented in clinic following an inappropriate high voltage shock. The device was interrogated and noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged the inappropriate therapy and oversensing were due to damage on the rv and right atrial (ra) leads. During a revision procedure, blood in the device header was observed. The event was resolved by explanting and replacing the rv lead, ra lead and device. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but is not yet available.

Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external abrasion breaching the outer insulation at the proximal region of the lead. All outer coil filars were abraded through and separated. The cause of the reported event was isolated to external abrasion exposing and abrading through the outer coil consistent with friction to the device can.